Event description:
It was reported that there was an issue with the usb-port when attempting to upload data from the pump to glooko; nothing happened during the process. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.